Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when 3d imaging was done, a pop-up displayed on the screen, so imaging could not be performed. The issue was not resolved after a reboot, so the use of medtronic imaging was aborted. After the procedure, a test image was done and the issue was not reproduced and the system operated as normal. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
G2: foreign country - japan h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.